Event description:
While performing evh, rnfa noticed that the dissector was producing smoke. He immediately removed it from the patient's leg. The tip of the dissector produced smoke, then glowed red and produced a flame which quickly went out.